Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the device exhibited a line blocked alarm. No kinks were found in the tubing. Troubleshooting was performed and the pump continued to alarm. There was patient involvement, no injury was reported.